Event description:
Approximately 6 months following the placement of 3 cypher stents, the patient returned for routine follow-up. Coronary angiography revealed a displacement type fracture of the stent in the mid-left anterior descending artery with in-stent restenosis. No intervention was necessary. This patient was admitted for further evaluation, due to unstable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiography revealed 3-vessel disease. The target lesion is identified as a de novo, non-bifurcating, non-tortuous segment of the proximal to distal left anterior descending artery. There is mild angulation with moderate calcification noted, but no thrombus is present. Timi is 3. A 2.5 x 33 stent is placed first, followed by a 2.5 x33 stent and finally a 3.0 x 18mm stent. No information is provided regarding dilatation of the lesion of deployment of the stents. There were no procedural complications.